Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization was observed at 141,012 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's glass cap was found to be detached; the fiber broken proximal to the fiber/cap fusion zone; the glass cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the patient. The identified issues could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.